Event description:
An anesthesia machine failed and resulted in profound hypoxia. In operating room, shortly after an inhalation induction for an infant, the machine stopped delivering all gases, including oxygen. The patient quickly desaturated to the 40s and developed bradycardia to the 50s. The patient was easily ventilated with an ambu bag and given im (intramuscular) atropine. Her vitals promptly recovered, and she woke up rapidly - crying and active. We restarted the machine and testing showed it to be in good working order. We initially believed that someone had inadvertently hit the "alternative o2 control" button on the front panel. We proceeded to induce again without complications. Mid-way through the case, the event recurred but this was promptly recognized, and the patient had no changes in vital signs. The patient did well postoperatively and was discharged home. After the incident, the machine was thoroughly evaluated by the anesthesiologist, the anesthesia techs, biomed and a ge representative who recommended a more thorough inspection before the machine is put back in service. The machine has been re-calibrated and appears to be in working order.